Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl and was hospitalized. The customer had symptoms such as vomiting and treated with customer's blood glucose value was 181 mg/dl at the time of the call. Customer declined high blood glucose troubleshooting and stated that it was due to bent infusion set cannula. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also reported that the insulin pump alarmed button error and the buttons were unresponsive. No significant events leading to button error was observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.